Event description:
Customer called to report he had a insulin pump associated with an urgent medical device safety information recall. The customer stated that the insulin pump was suggesting more units of insulin than he needs. Customer also mentioned seeing air bubbles in the reservoir. Assistance was provided. Advised the customer to contact their heal care professional to make adjustments to the bolus wizard settings. Customer stated he will contact a doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.